Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.

Event description:
The client reports that the tube is broken at the inflation indicator level site of the cuff. A non-routine replacement of the tube was required.